Manufacturer narrative:
The investigation is currently in progress.

Event description:
On (B)(6) 2009, a gore propaten vascular graft was implanted in a below-knee femoral to popliteal bypass procedure. Indication for bypass was acute ischemia due to a graft failure. A right below-knee amputation was done on (B)(6) 2009.